Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion, and also it alarmed an error during the prime test as a result of a loose drive support disk. Unable to confirm motor error alarms. The motor passed the motor test. The device was received with missing end cap sticker.

Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Reviewed the alarm history and found that the customer also received motor error and another error alarm. Advised the customer to revert to back up plan. The customer's blood glucose reading was 60mg/dl. No further information was provided.